Manufacturer narrative:
Device received not deployed with the linkage assembly in the unfired position. The device would not initially pair with the master pdm. It was found that the bottom and middle batteries were less charged than anticipated. Power was supplied to the bottom batteries and the device paired with the master pdm. Data downloaded from the device indicates it is in pod state 2, having been awoken and waiting to be paired with a pdm. The device can only enter this pod state once before transitioning to pod state 14/15, so this is the first time this pod has been activated. Therefore, the device did not have sufficient battery power to awaken when initially filled by the customer. The shelf mode current was measured to be beyond specification and responsible for the depleted batteries. A root cause for the reported event has been identified. No further investigation is required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.